Event description:
Caller reported difficulty with the pump's quick bolus/wake button which was hard to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller on how to properly press the button and ultimately decided to replace the pump, noting that the customer would receive a new device with updated software. The customer was instructed to return the faulty pump using a pre-paid label and understood the steps needed upon receiving the replacement.